Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An audio issue was reported with the abbott diabetes care (adc) reader. The low and high glucose alarms could not be heard and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, seizure, and was unable to self-treat , requiring contact with emergency services and transportation to the hospital. At the hospital, customer received third-party treatment of unspecified medications/"drips" by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An audio issue was reported with the abbott diabetes care (adc) reader. The low and high glucose alarms could not be heard and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, seizure, and was unable to self-treat , requiring contact with emergency services and transportation to the hospital. At the hospital, customer received third-party treatment of unspecified medications/"drips" by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.